Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pericardial drain removed 500cc, rather than 350cc, from the pericardial effusion.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram identified trace transvalvular regurgitation and a trace paravalvular leak (pvl). No treatment was reported. No adverse patient effects were reported. Additional information was received which indicated that approximately 20 minutes following the valve implant procedure, a moderate pericardial effusion and ¿some¿ hemodynamic compromise were identified. A blood test noted respiratory alkalosis. A chest x-ray and echocardiogram noted no new tamponade. A pericardial drain was placed as the effusion grew. 350 cc of bloody effusion was removed with restoration of hemodynamic stability. The drain was left in place and care continued in the intensive care unit (ICU). Treatment also included intravenous medication, 2 units of packed red blood cells and 2 units of fresh frozen plasma (ffp). There was an episode of hemodynamic collapse which required high dosed vasopressors, dropped pacing with bradycardia in the 30 beats per minute range (regulatory report # 9611350-2022-00011). A parasympathetic medication push was required which resulted in improvement. A central line was placed. Initially it was reported the effusion was caused a non-medtronic guidewire. However, it was later reported there was a causal relationship to the delivery catheter system (dcs) and procedure. No additional adverse patient effects were reported. Additional information was received that the pericardial effusion was resolved four days after onset.

Manufacturer narrative:
Updated data: b5. Paragraph three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram identified trace transvalvular regurgitation and a trace paravalvular leak (pvl). No treatment was reported. Approximately 20 minutes following the valve implant procedure, a moderate pericardial effusion and ¿some¿ hemodynamic compromise were identified. A blood test noted respiratory alkalosis. A chest x-ray and echocardiogram noted no new tamponade. A pericardial drain was placed as the effusion grew. 350 cc of bloody effusion was removed with restoration of hemodynamic stability. The drain was left in place and care continued in the intensive care unit (ICU). Treatment also included intravenous medication, 2 units of packed red blood cells and 2 units of fresh frozen plasma (ffp). There was an episode of hemodynamic collapse which required high dosed vasopressors, dropped pacing with bradycardia in the 30 beats per minute range (regulatory report # (B)(4)). A parasympathetic medication push was required which resulted in improvement. A central line was placed. Initially it was reported the effusion was caused a non-medtronic guidewire. However, it was later reported there was a causal relationship to the delivery catheter system (dcs) and procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop2329us; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product ID evproplus-29us; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6)2022; explant date n/a product ID unspecified non-medtronic guidewire; product lot/serial number unknown; product type: guidewire; implant date n/a; explant date n/a h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.